Event description:
The hcp reported that volume discrepancies have been noted at the last 3 refills following a surgery the patient had involving cautery and lithotripsy. At the first refill, the expected drug volume was 12.4ml and the actual was 5ml. The second refill was off by a "similar amount" and at the last refill, the expected amount was 15ml and the actual was 13.2ml. A follow up report will be sent when additional information is received.